Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient had right lcs knee done in (B)(6) approximately 3 years go. She presented to the surgeon with an open wound and drainage. It was also reported that there was femoral loosening at bone to cement interface. Depuy cement was used. Update oct 1, 2017 records reviewed. It was noted on der that the sales representative indicated that surgeon "removed the knee implants and placed a cement spacer. Cement used was gmv 40g x 3 and vancomycin x 3 1 gm vials". This cement information was entered initially as part of the explanted products, but it is more reasonable to conclude that these cements with antibiotics were the products used in creating the cement spacer--the volumes and the antibiotics are not typically used in index surgeries. Additional follow-up yielded no further information about this event beyond what has been reported. A single unknown cement will be left on the complaint and reported for loosening. The remaining cements with vancomycin will be removed from the complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.